Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional test of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The customer returned one device to manufacturer for investigation. Returned packaging confirms rpn: ntse-015115, lot number 9147057, manufacture date: 09/07/2018. Investigation results: ¿ device returned with the handle in open position. ¿ device returned with basket formation in closed position. ¿ mlla [male luer lock adapter] is finger tight. Collet knob is tight and secure. ¿ polyethylene terephthalate tubing [pett] measures 2.5 cm in length. ¿ function test determines handle does not actuate basket formation. ¿ visual exam notes support sheath is severed flush with mlla. ¿ visual exam notes 32.5 cm of coil exposed between points of separation. ¿ visual exam notes remainder of support sheath and basket sheath are still adhered. ¿ visual exam notes kinks in basket sheath located at 24.5 cm and 80.2 cm from distal tip of basket sheath. ¿ visual exam notes cannulated handle is bent at mlla. To conclude, visual exam notes support sheath is severed at mlla. The cannulated handle found to be bent at mlla. There is 32.5 cm of coil exposed between the point of separation. A review of the nc documentation found that 2 devices were reworked for having the basket wire not fully in tray well. The devices are placed into the tray by hand. The basket sheath is coiled around the circular portion of the tray, then the lid of the tray is closed to hold the basket sheath in place. Although the 2 devices had a similar issue as the complaint device, the packaging of the devices is done by hand, and the individual nature of the process does not indicate an issue with the other devices in the lot. A review of complaint records for lot 8857739 revealed on other complaint received. The other complaint is unrelated to this complaint failure mode; fiber broke in 2 pieces. A lot history search found no other complaints have been reported for this lot. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev. 0, provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The investigation conclusion is: the returned device was found to have sheath damage at the handle. The basket sheath and purple support sheath were separated, preventing the basket from opening. The cannulated handle was also bent at the same location of the sheath separation. The provided information stated that the device did not appear to be packaged correctly. It is possible the observed damage occurred during shipping / handling of the device if the device was not properly secured in the tray. The cause for the device not being properly secured in the tray could not be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Additional/clarifying information: the ncircle tipless stone extractor was opened to be used by the surgeon but it was noted that it was broken, so the nurse opened a new basket to be used to finish the procedure. No adverse effects have been reported.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the wire portion of the ncircle tipless stone extractor basket was sticking out part of the plastic mold of the packaging. This device was not used on a patient.